Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator (usm) for failure analysis. The issue was confirmed and reproduced. System logs recorded error 32114 coupled with error 31226 pointing to a fault on the axes control motor (acm). The usm was installed into a test system and run in normal mode where it triggered error 31226. The unit was also tested on an in-house system where it failed the fiber test and clock spring tests. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the functionality was checked upon powering on the system and the system powered on initially without errors.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the universal surgical manipulator (usm) faulted out again. The system logs were not available due to a system power cycle. The intuitive surgical, inc. (Isi) clinical sales representative had instructed the customer to hard power cycled the patient side cart (psc) and the errors did not come back at power up. The customer continued with the case. The user completed the procedure using the same system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found numerous logs pointing to the universal surgical manipulator (usm) 1. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.